Manufacturer narrative:
(B)(4). Date sent 1/24/2025. D4 batch # 770c25. Investigation summary the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one pcee45a device was returned with no apparent damage and no reload present. The manual override door was out of position and missing; the override lever was up which denotes that the knife was manually returned to the home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The bailout system was reset and then an attempt to fire the device was made, however, the device would not fire. Upon evaluation, the pcb board was noted to be non-functional. No further functional test could be performed due to the condition of the device. No conclusion could be reached as to what may have caused the pcb board to be damaged. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 770c25, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished #pcee45a, with lot/batch #c9d737, and no non-conformances were identified

Event description:
It was reported that during an unknown the battery is adjusted and does not trigger the shot, the battery is removed and assembled again, despite several attempts it does not work; another echelon is passed out and worked perfectly. There were no patient consequences.